Manufacturer narrative:
RMA (B)(4)has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the wheelchairs handrim is chipping chrome. The patient using the wheelchair has been placed in another wheelchair. Minor injury - scratching alleged. No medical intervention. The handrim is to be returned to invacare for an inspection and evaluation and a replacement unit is to be sent to the facility.

Event description:
Customer alleged there is chipped chrome on the handrims. Minor injury alleged.